Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that they can smell the insulin when removing the reservoir barrel on the compartment. Customer stated that there was something like a leakage on the reservoir connector to the set or it could be the o-ring under the barrel. Customer stated that there was no cracked or damaged on the retainer ring on the insulin pump. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.